Manufacturer narrative:
The trolley with the prepared patient was moved into the magnet room. For the examination the trolley was moved to the docking position at the mr table, which had been moved down. The mr table was moved upwards, it took up the trolley with the patient. The patient had his hands at the side of the trolley table top and at the moment the mr table took up the trolley table the patient's finger got jammed between trolley table and mr table. This resulted in a distal phalanx amputation on the right hand. This is considered an unfortunate incident. Please note that there are arm rests available to limit the chance of patients grabbing the table top. Furthermore there are warnings within the instructions for use stating that the operator should always check that no fingers, cables or other items get caught between the table stretcher and carrier.

Event description:
Philips received a report from a customer indicating that a patient's finger had to be amputated after a finger pinch event.